Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter continued to display the apply sample message when trying to perform a blood glucose test. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient test his blood glucose 5-6x daily. The patient manages his diabetes with glipizide pills (5 mg) and metformin pills (500 mg). The patient denied making changes to his diabetes management routine. The alleged issue began about 3 weeks prior to contacting lfs. On the following day after the alleged issue begun, the patient claimed he felt high blood glucose symptoms of shaking, sweating and his heart was beating fast. The patient stated he took an additional glipizide pill as treatment and felt better about an hour after. After a few days passed, the patient stated he was able to obtain a blood glucose result of "434 mg/dl" on another device. At the time of troubleshooting, the customer care advocate (cca) was unable to walk through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.